Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. The stapler was returned with the trigger partially engaged, and there were signs of biological material on the device. The stapler was received with 21 staples left in the cartridge, indicating that the customer fired at least 14 staples. The reported complaint of "misfire/jamming-multiple staples firing" was confirmed based upon the sample received. Upon functional testing, the staples failed to fully form and release correctly. It was observed that the staples would fall under the forming tool prior to being fully engaged with the anvil resulting in the staples not forming fully. Additional functional testing was completed with a lab inventory sample. The complaint sample's trigger and frame were assembled with the lab inventory cover block assembly. The device was fired 6 times. All the staples were fully formed and released correctly, indicating there are no defects with the complaint sample's trigger, pawl assembly, or frame. The original complaint sample was reassembled with a clear frame. The sample was fired twice. The staples formed slightly better compared to the original complaint functional testing; however, the staples did not appear to be fully formed. The staples were observed to be falling under the forming tool prior to being fully engaged by the anvil. The stapler was then disassembled. The forming tool was then inspected, and it was observed that it was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Severe die casting anomalies were discovered on the forming tool. Staples feed into the front of the forming tool by engaging with the molded cavities. The molded indents or cavities on this forming tool were severely rigid and offset, which would allow the staples to disengage from the forming tool prior to fully forming. The forming tool tab and cavities were measured to be out of specification. Non-conformance was initiated to further evaluate this complaint issue. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient status is reported as "fine." 5 devices reported. Associated mdrs: 3003898360-2025-00535, 3003898360-2025-00536, 3003898360-2025-00537, 3003898360-2025-00539 and 3003898360-2025-00540.

Event description:
It was reported that "staples were found jamming during use on the patient." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient status is reported as "fine." 5 devices reported. Associated mdrs: 3003898360-2025-00535, 3003898360-2025-00536, 3003898360-2025-00537, 3003898360-2025-00539.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.